Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted nine months earlier due to sepsis. The infection symptoms started (B)(6) 2020. There was a slight scrotal erosion of the device tubing which the physician believes led to the sepsis. The patient was stable after the aus device was removed. A new aus device was later implanted on (B)(6) 2020.